Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece with all four tines intact and undamaged. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.